Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the customer alleged the pump would not vibrate for alerts. Customer's blood glucose level was 149 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.